Event description:
It was reported that there was a thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. Once the was across the septum, it was noted on the transesophageal echocardiography (tee) that there was small thrombus, approximately 5mm, attached proximally to the limbus side of the laa. The physician did not want to proceed with implantation and aborted the procedure. There were no further complications, and the patient was discharged.